Event description:
The complainant reported that a 69 year old female was supported with an impella 5.5 device for postcardiotomy cardiogenic shock (pccs). Her pre support clinical condition was consistent with scai shock stage d. The impella 5.5 was implanted on (B)(6) 2025 at 9:30 am while the patient was on veno arterial ECMO for refractory cardiogenic shock requiring inotropic and vasopressor support. During the support period, the patient developed thrombocytopenia with morning platelet count of 77, prompting initiation of bivalirudin per mcs protocol. The patient also required continuous renal replacement therapy (crrt).the impella 5.5 functioned as intended for ventricular unloading during severe cardiogenic shock and ECMO support. There is no evidence of device related malfunction or injury, and the patient was successfully weaned from mechanical circulatory support and survived. Tr 13feb2026.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, serial, and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.